Event description:
It was reported that the patient's device was removed on (B)(6) 2013 due to an infection and because the patient is a "twiddler". The device manufacturing records were reviewed and it was confirmed that both ther generator and lead passed all functional tests prior to distribution. The sterilization date for the device was prior to the distribution (release) of the device. Follow up with the physician found that the patient was seen by another physician, so the date it was first observed was unknown. The patient was treated with antibiotics and the device was removed. The device and leads were infected by the patient picking at the wound. The infection was located at the chest and neck. No information was provided as to if cultures were taken to confirm the event. No other information was provided. Follow up with the other physician indicated that the infection was observed five days prior to removal, on (B)(6) 2013. The patient's epilepsy medication was increased and the patient is being considered for new vns placement in the back. There was a direct infection at the site of the vns. Cultures found occasional (B)(6) cells. No other information was provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.